Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead was dislodged, which led to loss of capture. A chest x-ray was used to discover the dislodgement. The patient was asymptomatic. The lv lead was explanted and replaced successfully. The patient was stable throughout the procedure.